Event description:
The rep and surgeon both reported that there was difficulty retrieving an accurate reading of the valve during the patient's follow-up visit. The valve was reprogrammed but the reading could not be verified. The patient was sent for an x-ray to confirm the setting of the valve. At this time, the device is still implanted and will not be available for evaluation.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.